Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated alert 41 indicating an insulin shaft rewind error, and the alert persisted despite five device restarts; blood glucose was reportedly unaffected, and a replacement device was arranged. Symptoms included no reported clinical effects. Outcomes included no change in glycemic status and no need for medical intervention. Investigation included customer troubleshooting guidance and replacement logistics review. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.